Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00468. D10: item# unknown head; lot# unknown. H6: proposed component code - mechanical(g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery on an unknown date due to unknown reasons to be converted to a reverse shoulder. Subsequently, during the revision, it was noted the patient had poor bone stock and was converted to an eas hemi while a custom device was ordered. The case was eventually cancelled due to the patient having cancer. Attempts have been made and no further information has been provided.